Event description:
The diabetes management consultant called to report that the customer was hospitalized due to low blood glucose levels. Prior to the hospitalization the customer was found unconscious by a family member with a blood glucose reading of 43 mg/dl. The customer was contacted for troubleshooting and found the insulin pump was programmed correctly. The customer stated that prior to the event, she exercised, ate a granola bar and programmed a temporary basal rate on the insulin pump. However the reports show that the customer delivered several boluses without ever checking her blood glucose levels. The customer will be re-trained by the diabetes management consultant.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.